Manufacturer narrative:
Investigation: visual inspection revealed that the heater had lifted up in the ctr. The jaws were somewhat burnt. There was some evidence of blood. Resistance and jaw force measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, during branch ligation the safety mechanism of the vasoview hemopro 2 continually would stay in the "off" position, not allowing use of the cutting tool even after waiting the 30 seconds for "cool down". A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.